Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell-p3 on tango. The customer had returned the supposedly defective product but not any patient samples that had caused false positive test results. Upon arrival in our quality control laboratory the supposedly defective product - the reagent red blood cells - were already expired. Therefore our quality control laboratory tested the retained sample of biotestcell p3 with different positive and negative controls and samples. All negative reactions were correct. We observed that occasionally, negative reactions with cell #1 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Furthermore we performed the direct antiglobulin test (dat) of the supposedly defective cell #1 of biotestcell-p3 on tango. The dat was correctly negative. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.